Event description:
It was reported that an ilet user received a ¿dosing stops soon¿ alert after starting a new libre 3+ with the ilet. The continuous glucose monitor (cgm) menu displayed ¿stop sensor,¿ there were no cgm readings for several hours, and the home screen showed a glucose of 293 mg/dl while the pump operated in bg run mode with guidance to enter fingersticks for correction dosing, indicating a usage issue related to procedure and method. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no device problem and identified a usage problem when user did not start a new sensor. No applicable device component was implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.